Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported required intervention to prevent permanent impairment/damage in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report . G.6 section incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. G.2 section incorrectly marked health proffesional including consumer, which is correctly marked as consumer only in this follow up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic rhinitis related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Little unknown white and black contamination at the air inlet of the blower box. There were few tiny gray and black fibers/hair at the air inlet of the blower box. Slight dust-like contamination on top of blower motor and blower motor seal. Black contamination consistent with keratin at the air outlet of the blower box. There were tiny unknown white specks of contamination on the bottom of blower box and a spot of potential dried liquid or mineral deposit in the bottom of blower box, indicating potential water ingress. Blower motor had potential mineral deposit spots indicating potential water ingress. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were 11 errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.